Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the recipient experienced a bone overgrowth on the abutment. With the recipient under a general anaesthetic, an abutment change revision surgery was performed on (B)(6) 2019. The issue has been resolved with medical/surgical intervention.